Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the heart lead flex was out of specification. It was also noted that the encoder flex was out of specification, the liquid crystal display (lcd) was contaminated, the battery drawer was broken, the ring and two side bails were contaminated, the battery contacts were compressed, the heart wire contacts, lead flex cover, heart block and battery release were contaminated, the ring cover was contaminated, the two side bail covers were missing and the upper and lower cases were broken.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the heart lead flex was out of specification. It was also noted that the encoder flex was out of specification, the liquid crystal display (lcd) was contaminated, the battery drawer was broken, the ring and two side bails were contaminated, the battery contacts were compressed, the heart wire contacts, lead flex cover, heart block and battery release were contaminated, the ring cover was contaminated, the two side bail covers were missing and the upper and lower cases were broken. A detailed analysis of the heart lead flex was performed. The root cause of the event was an open trace on the heart flex circuit. Hairline fractures were found on the trace as it enters the annular ring of the connector contact.

Event description:
It was reported that the biomed was testing the device and found no output on the atrial channel. The device was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.